Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Per add'l info received, the pt has experienced erosion and foreign body vagina. MFR ref #9615742-2013-00330.